Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer was able to rewind pump but the motor error alarm did not clear. Customer does not recall any significant events leading to the error. Customer's blood glucose was 114 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. The pump was received with cracked battery tube threads, a cracked reservoir tube, a cracked case near the display window corners, and a severely scratched display window.